Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had scratched lcd window, broken battery tube threads, broken reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.